Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients clik anchor was protruding causing pain at the midline incision area. The patient underwent a revision wherein the anchor was pushed deeper into the tissue. The patient was doing well postoperatively.